Manufacturer narrative:
.

Event description:
A 3.5 mm diameter x 30 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. Lesion morphology was reported as moderately tortuous with moderate calcification. The lesion was pre-dilated, which caused a dissection. It was reported that the protective sheath that covers the stent was removed. The sds was inserted into the patient and the balloon expanded. It was at this time that it was noted that the stent was not at the lesion site. The stent was found in the protective sheath. The lesion site was tested with an endeavor drug-eluting stent. No additional clinical sequelae were reported and the pt is fine.